Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that the patient experienced a dental abutment fracture. The fracture occurred at the hex portion of the abutment, and the fractured fragment was successfully removed from the implant. The implant fixture was confirmed to be in a condition suitable for prosthetic restoration. A new prosthesis was fabricated and delivered, and the implant is currently functioning without any issues.